Event description:
It was reported that the patient presented for a routine follow-up with the pulse generator in bvvi. The patient's presenting rhythm was intrinsic faster than 67.5 pulses per minute. The hardware elective replacement indicator byte indicated that the pacemaker had not reached eri. Due to telemetry corruption, further troubleshooting could not be performed. Device replacement would be scheduled due to unresolved backup vvi status.

Manufacturer narrative:
Na